Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The reported corsair pro microcatheter was returned with the concomitant gladius ex guide wire for evaluation. The microcatheter had no damage such as bending on the shaft. The tip of the microcatheter was twisted off and approximately 2mm of the very distal end of the tip was missing. At the proximal side of the tip, the hydrophilic-coated surface was scratched likely due to calcification. The gladius ex guide wire was also twisted for approximately 20mm from the tip. At approximately 25mm from the tip, the exposed coil was unwound due to accumulated torsion and the unwound coil torn the outermost polymer jacket. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation had most likely contributed to reported fusing with the concomitant guide wire. The applied torsion would cause the tip to deform. Further applied torquing and tensile force generated with removal made the catheter tip deform to tear off and the guide wirer unwind to damage the polymer jacket. It was concluded that this event was not attributed to product quality. Because of the missing part of the tip, it was unable to completely rule out a possibility that the tip fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel). [Malfunctions and adverse effects]: separation.

Event description:
It was reported that an asahi corsair pro microcatheter could not be advanced over an asahi gladius ex (distributed as gladius in the us) guide wire during a retrograde percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the segment #7 of the left anterior descending artery (lad). The microcatheter was delivered over the guide wire but failed to advance. New microcatheter was used to continue the procedure. Pci was successfully completed with reestablished blood flow achieved by stenting. There were no adverse patient effects or complications associated with this event. Corsair pro is reported as MFR report #. Gladius ex is reported as MFR report #: 3003775027-2022-00121.